Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's handset was getting stuck at 90% for 10 minutes. The patient stated that there was an instance when they were in a wheelchair due to chronic nerve pain and attempted to administer a bolus. However, they were shaking and sweating from the pain and accidently dropped the communicator, but the screen displayed "bolus started". The patient mentioned that while trying to administer a bolus on the morning of (B)(6) 2026, error code "0x7f258443" appeared while waiting for the bolus to be delivered. Patient services reviewed data and assisted the patient in deleting data. The patient successfully connected to the pump without any lag. The patient would call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot# serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.